Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, abscess in penile skin, was assessed as required intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not available. Citation: montoya-chinchilla r, caballero-gonzález á, reina-alcaina l, et al. Abordaje urológico y psicológico de las complicaciones secundarias a las modificaciones estéticas peneanas [urological and psychological approach of secondary complications to penile aesthetic modifications]. Rev int androl. 2019;17(3):101[?]109. Doi: 10.1016/j.androl.2018.05.001. Please note that an english version of the literature article could not be obtained.

Event description:
This literature report from spain concerns a (B)(6)-year-old male patient. He was injected with hyaluronic acid, into the penis for penis enlargement, also reported for the thickening of the diameter of his penis (off label use of device). The patient's past medical history included several plastic surgeries over his body. The patient's medical history included a narcissistic personality due to traumas in childhood, described as broken family and rejection due to sexual inclination. As reported, the size of his penis was normal. Remarkable medical or psychiatric reports were reported as none. Within twenty days after the treatment with hyaluronic acid, the patient experienced inflammation and abscess in penile. He went to the hospital, due to evolving pain in the penis for several days. The examination showed abscess in penile skin, thickening of the entire penis, edematous, hot, reddened and painful, without clear fluctuating areas. The patient presented with 38°c temperature, high c-reactive protein and marked leukocytosis. The pathological report showed intense, acute and chronic inflammation of the skin and subcutaneous tissue. Inflammation was associated with foreign body granulomas, giant cells and multiple abscesses intermingled with abundant basophilic foreign material. Group b streptococcus was cultivated from the sample submitted to the microbiology. Corrective treatment included surgical exploration and 3-4 cm circumferential subcutaneous abscess was drained through penile denudation and several incisions. The most affected tissue, with a necrotic appearance, was resected and deep plane compensation was confirmed. During the hospitalization the patient was assessed by clinical psychologist and psychiatrist. On psychopathological examination, the patient showed correct reality judgement, without features of acute psychopathology. The dsm (diagnostic and statistical manual of mental disorders) personality inventory questionnaire highlighted a moderate involvement of antagonism (manipulation, dishonesty, grandiosity) and disinhibition (irresponsibility, impulsiveness, perfectionism), both in accordance with the clinical diagnosis of narcissistic personality traits, possibly generated as defense mechanisms to the reported traumas. The patient was discharged on the second postoperative day with an outpatient treatment and antibiotics. The patient did not attend outpatient consultations for adequate follow-up. Due to the provided information, the outcome of the event was considered as resolving. In the opinion of the authors, aesthetic manipulations in the penis became increasingly popular, and both its terminology and its medical implications were supposed to be known by urologists and andrologists community. Internal database correction performed on 27-may-2020: the reported event terms in the structured fields were changed from penile infection to abscess in penile skin, and the second verbatim from abscess in penile skin to granuloma. Follow-up information was received on 27-may-2020: the author informed the product was injected abroad, and therefore was not able to confirm if a company product was used. Follow-up information was received on 29-may-2020: the author informed that he did not know in which country the treatment was performed. He informed it was an eastern country, maybe (B)(6), but he was not able to claim it with certainty.